Event description:
It was reported that during pre-surgery the motor device had "sign of overheating". There were no delays to the planned surgical procedure as a spare device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The unit was tested and passed all operational specifications. The reported condition could not be confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.